Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot/batch # m4hj82 provided was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot. Do you have the correct six digit/character batch and/or lot number for the mcl20 device? How long was the procedure extended by (minutes/hours)? How was the case completed? Was there any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an anterior lumbar interbody fusion procedure, the device jammed. The clip is not completely released and got blocked when activating the device. Bleeding due to a lesion because of a poorly delivered clip. The procedure was lengthened. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The lot/batch # m4hj82 provided was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot. Do you have the correct six digit/character batch and/or lot number for the mcl20 device? Response received: the correct lot number is m4hj8z. Lot # m4hj8z expiration date: 04/30/2020 manufacturing date: 06/02/2015 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: how long was the procedure extended by (minutes/hours)? How was the case completed? Was there any change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4).batch # m91a3y. The analysis results found that the mcl20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 11 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long was the procedure extended by (minutes/hours)? 10 minutes how was the case completed? By using another like device. Was there any change in the post-operative care of the patient as a result of the event? No